Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was the right ventricular (rv) lead that had dislodged. The lead was repositioned and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their pacing lead had dislodged. The lead remains in use. No patient complications have been reported as a result of this event.